Event description:
Reportedly, this valve was explanted at implant due to what appeared to be the posterior chordae getting hooked around the stent, causing valve malfunction.

Manufacturer narrative:
H6: device not returned.